Event description:
The outer disk loosened allowing migrating of the tube in and out of the stomach. Neosporin (petroleum-based) had been applied to the patient's stoma site. Due to the patient complaining of pain and discomfort with a gastrostomy tube, the physician performed an endoscopy to ensure there were no complications, and none were found. The gastrostomy tube was replaced, and the patient's outcome was listed as "okay".

Manufacturer narrative:
(B)(4). Per label instructions, "lubricate only the tip of the tube and stoma with water-soluble lubricant. Do not use petroleum-based lubricant." Abbott nutrition standard procedure includes attempting to obtain all required information from the source.